Event description:
It was reported since implant patient never had therapeutic effect and relief. It was indicated that the implant therapy had never worked right. The patient had tried 8 different programs and also had him try 4 programs in 3 months, then come back in a year to try 4 more. The patient next appointment was scheduled for (B)(6). Additional information received on (B)(6) 2014 reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received on (B)(6) 2014 indicated that patient was not getting 50% or greater symptom reduction. The cause of the event was determined that the interstim lead was in s5 and 3 cm too deep. It was noted to be device related. There was no reprogramming needed. The patient did not experience loss of therapeutic effect and was noted as ¿never had it¿. The lead was revised in s3 and symptoms improved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va054y5, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).